Event description:
Clinical study 3 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed. The lesion being treated was a 3.5 mm, 95% thrombosed, moderately tortuous, svg to the first obtuse marginal (om1). The pt was administered IV angiomax and oral plavix. The lesion was predilated. The physician then placed taxus express2 8.8% 3.5 x 20 mm drug eluting stent. Visible thrombi was still present at the stent site, so the physician post dilated the stent. Three days later, the pt returned to the cath lab for a target vessel reintervention, where another taxus express2 8.8 drug eluting stent was placed in the svg to the om. In the opinion of the physician this is not a taxus stent restenosis or related to the taxus stent. The pt was discharged on plavix.